Event description:
Event description guidant received information that the impedance on the v channel on this transvenous defibrillation lead was >1900 ohms and numerous inappropriate episodes recorded also many non sustained. Noise with non invasive maneuvers. The header of the device was damaged, (snapped off) while attempting to remove lead.